Event description:
It was reported that product does not stick to the skin of the patient. There was no patient impact reported. A back-up sample was available to be used.

Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaint history review showed that 101 other complaints have been received in the last 4 years for this failure mode. On this occasion we are unfortunately unable to reach a definitive root cause of the problem.